Event description:
End-user alleged that medical attention was needed on (B)(6) 2018 at 1000 due to "having the shakes and being confused". End-user attempted to use the prodigy meter but the meter did not respond to the test strip inserted at the time of the event. Paramedics were immediately called. While waiting for the paramedics to arrive the end-user chewed 2 relion glucose tabs and drank orange juice. When the paramedics arrived the end-users blood glucose was 42 mg/dl, end-user received a tube of glucose and was transported to the hospital. Upon arrival at the hospital the end-user's blood glucose was around 100 mg/dl, end-user stated she does not recall the exact number. End-user was given a sandwich to eat and two glasses of orange juice. End-user was in the hospital for about an hour and was discharged with a blood glucose of 252 mg/dl and was given instructions to follow up with pcp. No additional information was received in regards to this event.